Event description:
Customer reported an erroneous high access toxo igg (toxoplasma gondii immunoglobin g antibodies) test result was obtained were when using the access 2 immunoassay system. Repeat analysis was performed at beckman coulter inc. The test results were negative. The initial, elevated result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to pt management. This is event 2 of 2 events reported by this customer for two different pts.

Manufacturer narrative:
Testing was performed at beckman coulter inc. Non-reactive results were obtained using three toxo igg regent pack lots. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. The related MDR is 2122870-2011-04044.